Event description:
Per the audiologist, the pt underwent a revision surgery in 2008 to remove the skin growing over the flange fixture with abutment. The surgeon suggested placing a longer abutment to solve the problem. Replacing the existing abutment with a longer abutment is planned, but had not been scheduled.

Manufacturer narrative:
The type of event is addressed in the device labeling.